Event description:
Two patients recently underwent implantation of a medtronic custom titanium cranioplasty implant -medtronic catalog number cmesh1wk- at medical center-, and suffered an unexpected post-op course. Patient 1 underwent implantation in 2008. Approx 20-30 minutes after implantation, the pt seized; evaluation revealed acute cerebral edema, with resulting severe neurologic compromise. The patient died as a result of this injury the following month. Dates of use: #1: 2008. #2: 2008.

Event description:
Two patients recently underwent implantation of a medtronic custom titanium cranioplasty implant -medtronic catalog number cmesh1wk- at medical center-, and suffered an unexpected post-op course. Pt underwent implantation in 2008. Approx 45 minutes after implantation, the pt seized; evaluation revealed acute cerebral edema, with resulting severe neurologic compromise. The pt died as a result of this injury five days later. This event was reported to the department of health -dates of use: #1: 2008, #2: 2008.